Event description:
It was reported that there were "bad" impedances in one entire port of the device. During implantation an impedance test was done prior to pocket closure showing out of range impedances repeatedly for electrodes 9-15. The lead was removed, cleaned, reinserted, and screwed down multiple times. The lead was hooked back into the "screener box," impedances were tested, and "all was good." The stimulator was not implanted; a new stimulator was used. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.